Event description:
4 fr s/l PICC inserted into an ob pt in 2002. Three days later, pt reported severe pain in their arm extending into the neck. No subjective symptoms noted (ie., redness, discharge, cording, inflammation at exit site). The catheter was removed and a new catheter inserted in the other arm. Pt experienced the same symptoms only hours after the second catheter was inserted. Once the catheters were removed, the pain symptoms were resolved requiring no further intervention.